Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that frequent right ventricular noise reversion episodes and high ventricular rate response due to right ventricular lead noise (artifact) was observed on the right ventricular lead. The noise (artifact) was reproducible with arm movement. Lead revision was discussed but not scheduled. The plan was to monitor the lead. There were no patient consequences.